Event description:
Pt reported that they tested blood glucose and received results that varied greatly within a 10-minute period. Pt reported the following timeline and results: 8:30pm lo, 8:35pm lo, 8:36pm 56 mg/dl, 8:37pm, 163 mg/dl, 8:38pm 272 mg/dl pt reported feeling fine (no symptoms) and did not take meds, food, drink or any other interventon based on the readings they received.